Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis but the reported failure (bipolar not working) could not be reproduced. The iesu energized and cauterized and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer was having issues with the bipolar energy. Prior to calling the customer changed the bipolar cables between the two ports, instrument cable and changed the instrument with no change. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: there was a delay of 5-15 minutes. The customer was able to complete the procedure robotically as planned. They were unable to get the bipolar working, so the customer used monopolar to proceed with the procedure. The customer powered the erbe on and off, changed cords, and changed to a different bipolar instrument. The erbe eventually worked with a bipolar maryland.